Event description:
It was reported to philips that the geometry movement was not functioning. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the motor management board of the c-arch and reloaded the suite pc software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system has no more movement. Review of the log file¿ geometry errors¿. Upon further inspection, the philips field service engineer (fse) inspected the system onsite and confirmed that the component was burned inside. The fse replaced the motor management board of the c-arch and reloaded the software of the suite pc. After the replacement of motor management board, the system was returned to use in good working order the codes were updated based on the investigation outcome.